Manufacturer narrative:
Title: very-low energy monopolar reduces post-tonsillectomy hemorrhage versus standard energy techniques source: laryngoscope, 131:2505¿2511, 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study analyzed outcomes of patients who underwent tonsillectomy between january 2010 and august 2019. There were 11,348 patients (average age 12) in the study and in 1374 patients, dissection was completed using a covidien edge insulated needle electrode. Another energy device was used in the other patients. Complications included post-tonsillectomy hemorrhage requiring surgical intervention.